Manufacturer narrative:
Additional information: device evaluation: lens was returned in liquid in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.1mm vicm5_12.1 implantable collamer lens, -06.00 diopter, and the lens tore/broke during injection into the eye. There was no patient contact. Another same model lens was implanted during the same surgery and the problem was resolved. The reporter indicated the cause of the event was due to the device.